Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ((B)(6)) ipg was removed. The hospital reported "she hasn't settled since her repositioning of ipg several months ago. Connector site looks suspicious." (Reference MFR: 1627487-2013-10133). Attempts to obtain additional information have been requested without success.